Manufacturer narrative:
Currently, device still implanted. Application of an excessive stress on the lower anchoring plate during implementation of posterior hardware (rods and screws : not ldr medical products) who cause breakage of anchoring plate.

Event description:
Roi-a : break of anchoring plate post-op.